Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced discomfort, blurred vision, and was unable to treat themselves. The cousin, a non-hcp, called medical personal and was instructed to treat the customer with sugar. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an error message while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced discomfort, blurred vision, and was unable to treat themselves. The cousin, a non-hcp, called medical personal and was instructed to treat the customer with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was visibly not seated in the mount, indicating improper assembly by the user. This case is not confirmed to use error.